Event description:
It was reported the pt has a nickel allergy and is experiencing itching at his ipg site. The pt indicated he believes the itching may be the incision healing. An allergy test for the pt may be given as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.